Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to an out of range impedance measurement on the right atrial (ra) lead. The patient had undergone an atrio-ventricular ablation procedure prior to the lead alert. The ra lead remains in use. No patient complications have been reported as a result of this event.